Event description:
Implant didn't achieve osseointegration, implant was completely covered with bone, no thread tap used, inadequate bone quality/quantity, pain, increased sensitivity, mobility ((B)(6) are same patient).